Event description:
The customer stated that the insulin pump did not alarm no delivery when the cannula of the infusion set was bent. Troubleshooting was performed, and during the initial prime test the insulin pump failed to deliver insulin and did not alarm no delivery. However, after disconnecting and reconnecting the infusion set to the insulin pump, the prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.